Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The customer¿s blood glucose level was 300 mg/dl. Customer alleging the insulin pump because they was not giving insulin and not taking effect immediately. The customer also stated that the self test was passed. Customer treated with insulin pump for high blood glucose. The insulin pump will not be and reservoir will be returned for the analysis.